Event description:
It was reported that that the patient had kidney failure though the cause was unknown, but may have been a kidney infection. It was noted that it was possibly due to an accumulation of morphine in her system, though that had not been confirmed. It was stated that the patient had been admitted to a hospital with confusion and lethargy. At the time of report, the patient's settings had not been changed, but the pump was to be filled with intrathecal saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8840, serial# unknown; catheter model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).

Event description:
It was initially reported that patient was in the ICU and healthcare provider had requested to stop the pump. Per reporter they believed that "the patient took too many oral meds". Drug infused was morphine 15mg/ml with a dose of 3.7 mg/day. It was later reported that the dose was reduced to a minimum rate of 0.092 mg/day and the pump was not stopped. It was added that they determined that the pump did not have nor had anything to do with patient "symptoms". No further information was available regarding patient outcome.